Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/17/2023, it was reported by a sales representative via sems that a ar-8400td torpedo, 4.0 mm x 13 cm shaver blade broke during shaving of meniscus. The procedure performed was left knee arthroscopic and meniscus repair, by dr (B)(6). Dr (B)(6) used a new ar-8400 torpedo shaver to suck out the debris of broken pieces and used an arthroscopy camera to look around the knee joint and could not find any more debris. The procedure was then completed successfully with the new ar-8400. There was no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation that the shaver blade broke is confirmed based on the customer-provided photo, which shows the tip of the device was damaged. Refer to photo attachments. The most likely cause for the reported failure can be attributed to user error of the device. Per dfu-0215-eo revision 1, f. Precautions 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.